Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced two infusion sets fell off during use due to adhesive issue event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level and symptoms including dry mouth